Manufacturer narrative:
37761, sn (B)(6) was returned for product analysis. Analysis found there was a frayed cord. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that caller had a broken desktop charger (dtc) connector pin. Agent sent request to repair to replace the desktop c harger. The reason for call was patient reported their recharger would not charge. The desktop charger pin was bent probably about a month ago. The recharger was making noises that were normal when they would lose bars. Agent understood this as coupling bars. Patient was able to fully charge their implant but couldn't charge the recharger with the desktop charger. During the call the connector pin was bent. Patient mentioned the pin had been bent for quite some time but it was still charging the recharger. See previous cases for report of their other desktop charger stayed that way and gave up too.